Event description:
The pt might have pulled on the tube after placement. Pt developed redness and tenderness at the stoma site (peritonitis). The pt was transferred to the hospital where surgery was performed. The pt was then placed in ICU. Antibiotics were administered.